Manufacturer narrative:
An event of tachycardia and embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was implanted. Following the procedure, the patient experienced tachycardia and an echo revealed the device embolized to the lv. The device was reported to have spontaneously moved out of the lv and the heart. The physician was able to successfully remove the device from the patient using a snare. The patient is reported to be stable.